Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-may-2024. The device evaluation was completed on 27-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and the electrode section and a foreign material inside of it. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially it was reported that when the physician came on ablation, they had high force readings. They tried to re-zero the catheter without resolution. The reprocessed cable was replaced without resolution. The catheter was replaced and the issue resolved. No errors observed on the carto 3 system. Procedure continued. Ngen system was in use. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-may-2024, a separation between the pebax and the electrode section and foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 27-may-2024 and have assessed this returned condition as reportable.